Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm pump error 20 or pump error 4 alarms due to critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received two pump error alarms 4 times. The customer¿s blood glucose level was 5.6 mmol/l. The customer stated that they were able to clear the alarms by removing the reservoir and rewinding. The insulin pump will be returned for analysis.